Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the vacuum vso system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported the control module showed error l3-021. There was no adverse pt consequence.